Event description:
Caller reported that no insulin drops were visible at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact on customer's blood glucose level. Technical support assisted caller in filling and loading a new cartridge onto the pump, ensuring that insulin drops were visible after the process was completed, and the customer successfully resumed insulin use.